Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm sjm regent heart valve w/ flex cuff was chosen for minimally invasive cardiac surgery - aortic valve replacement (mics-avr) procedure. During procedure, the sizing was performed without issue using a 23mm sizer, but after implantation, the rotator did not function. The valve was explanted and a new 21mm sjm regent heart valve w/ flex cuff was re-implanted.

Manufacturer narrative:
It was reported that the valve was explanted as rotator did not function after implantation. Also reported that the valve was explanted and a smaller size 21 mm regent heart valve was re-implanted. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.